Manufacturer narrative:
Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was showing high impedances. During explant, evidence of twiddlers syndrome was noted along with a possible fracture of the superior vena cava (svc) lead coil and high impedances were measured on an analyzer. The lead was capped and replaced. No patient complications were reported as a result of this event.